Event description:
It was reported that, during a tka procedure, three journey ii bcs box prep gd size 3-5 are worn down leaving metal shavings in patient. Also sharp and jagged from excessive use. There was a technique change for completing the procedure. Instruments inside the patient. No delay reported.

Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is severely worn, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical evaluation concluded that this case reports that during a tka surgery, three box prep guides were worn down and left metal shavings inside the patient. Per email correspondence, suction was used to retrieve metal shavings. The procedure was completed using a change in technique, with no harm to the patient or delay. Therefore, no further clinical assessment is warranted. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.